Manufacturer narrative:
Investigation of the returned product failed functional tests with blade stall error. Motor/gearbox pn: 91000516 locked up from saline leak to housing. Motor is extremely corroded and cannot be removed from housing. (B)(4).

Event description:
During a knee arthroscopy procedure the svc repl, mdu, hand cntrl, pwrmx electrical unit started to smoke during the surgery. Had to get another unit to finish surgery.